Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "in plastipak syringe were raised to 60ml drug mixture. The preparer used both hands to raise. This drug has gone into the pistons and lost. As a result, the pharmacy lost ¿ 124 lost, now wants the customer a refund, if the product was faulty. Composition of the medication: morphinsulfat: 4.2ml; novaminsulfon: 13ml; dimenhydrin: 35ml; levomepromazin: 1.2ml; kochsalz: 6.6ml; everything 60ml".

Manufacturer narrative:
H.6. Investigation: one sample without packaging was returned to our quality engineer for investigation. Upon inspecting the product, the stopper was noted to be partially disassembled from the plunger, which could result in the leak that was reported. The sample was evaluated, no damage or molding defect was identified that could have contributed to this issue. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While we could not identify a direct issue, this incident was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system was recently installed to detect for missing or improperly assembled stoppers. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "in plastipak syringe were raised to 60ml drug mixture. The preparer used both hands to raise. This drug has gone into the pistons and lost. As a result, the pharmacy lost ¿ 124 lost, now wants the customer a refund, if the product was faulty. Composition of the medication: morphinsulfat, 4.2ml. Novaminsulfon, 13ml. Dimenhydrin, 35ml. Levomepromazin, 1.2ml. Kochsalz, 6.6ml. Everything 60ml".